Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was noted before patient use. The device was filled with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 15c047 was manufactured between march 25, 2015 and march 27, 2015. Visual inspection was performed and a black mark was observed on the filter. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.